Manufacturer narrative:
Intuitive followed up and obtained the following additional information: the case was completed using the second console and there was no harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken molded insulator on one of the grips, resulting in a severely bent grip tip. The broken molded insulator piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the force bipolar instrument had bent tips. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.